Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the unit. To fix the issue, the fse replaced the broken fiber optic (fo) connector, tested fiber optics, and ran the iabp on a balloon. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported during a preventive maintenance (pm) by a getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) had broken fiber optic connector. There was no patient involvement, and there was no adverse event reported.